Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was physically abused, thrown against a door and onto the floor. The device stopped working shortly after. The system was explanted and replaced. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 3058, serial (B)(4) found no significant anomalies. The neurostimulator was functionally ok. Analysis of the lead model 3889-28, lot v097166, found no significant anomalies.

Manufacturer narrative:
Lead model 3889-28, lot # v097166, implanted: (B)(6) 2008, explanted: (B)(6) 2012; programmer model 3037, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.